Event description:
It has been reported to philips that the allura system was not switching on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer requested for inspection of the system. During visual inspection, it was observed that the system was damaged due to fire. The cause of the issue was unknown to philips, however as per customer report it could be electrical short circuit from external source and philips system was damaged. Philips has provided the tentative estimate of the repair as the system was totally burnt. Customer refused service. Hence, no service has been provided from the philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.